Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) made a popping sound during a 34 joule shock delivery while in the e.p. Lab. Afterward an open lead impedance measurement was noted for the shocking leads.